Event description:
Note: this report pertains to the second of three speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during a panendoscopy procedure performed on (B)(6) 2021. During the procedure, the device could not deploy the ligatures, and the esophageal varices could not be ligated. Two more speedband superview super 7 devices were tried and the bands also could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. Note: three photos were submitted by the customer showing the devices outside the patient. The three photos show the ligator head of each devices with seven bands attached; however, some of the bands were move out of their original positions and had overlapped. It was also observed that some of the bands of the second and third devices were broken. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted the handle assembly and the ligator head were returned. It was noted that the ligator head was returned with five bands attached to it and some bands were overlapping and were moved from their original positions. The suture thread was broken and returned with four knots. The bands looks damaged. It was possible to observe that the trip wire was not secured in the handle slot when received and the slack was not taken up correctly. Microscope examination was performed and it was found that the ligator head teeth were bent and the suture hole was in good condition. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, as per the device condition, it is likely that the slack was not removed properly. Not securing the trip wire in the handle slot could have caused the wire to slip through the handle assembly leading to an improper deployment of bands and more tension on the device. The extra tension on the device can cause the ligator head teeth to bend. Therefore, taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to the second of three speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during a panendoscopy procedure performed on (B)(6), 2021. During the procedure, the device could not deploy the ligatures, and the esophageal varices could not be ligated. Two more speedband superview super 7 devices were tried and the bands also could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. Note: three photos were submitted by the customer showing the devices outside the patient. The three photos show the ligator head of each devices with seven bands attached; however, some of the bands were move out of their original positions and had overlapped. It was also observed that some of the bands of the second and third devices were broken. There were no patient complications reported as a result of this event.